Event description:
A report was received that the patient was experiencing pain at the pocket site. It was believed that the pain was not necessarily device related, it was just an uncomfortable spot. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was doing well postoperatively.